Manufacturer narrative:
Insulin pump received with blank display due to corroded battery cap contact and battery tube. Insulin pump was unable to verify failed battery test due to blank display and minor scratches on lcd window.

Event description:
The customer reported that she received a failed battery test on her insulin pump. Her blood glucose was 113 mg/dl. The customer was advised to clear the alarm and stated the insulin pump would not turn on at all. The battery cap and compartment were inspected, and it was found the battery cap contacts were damaged and the battery compartment was corroded. The customer was advised to revert to a back up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic minimed (B)(4).